Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber had a hole in the base. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection confirmed that multiple holes were found in the base of the chamber. Further analysis of the subject mr290v vented autofeed humification chamber confirmed the presence sodium chloride. Conclusion: the degradation of the aluminium baseplate is likely due to the presence of sodium chloride solution in the mr290v vented autofeed humidification chamber. Sodium salt is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile water for inhalation or equivalent."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber had a hole in the base. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.